Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins). It was reported that patient had a good therapeutic benefit, and the rep was reporting about impedances. It was noted that all electrodes on both sides were within range up to 3.0v but after several measurements, therapy impedances on the right showed high ohms and low current. It was stated that the physician was with the patient at the time of the report for troubleshooting, physician also reported patient felt tingling or some sensation in the neck while initially programming monopolar pairs. Physician states patient had been previously programmed but they are new to their practice so they wanted to go through everything (mapping, etc.). Physician indicated patient came in yesterday with lots of generalized dyskinesia and they believe this was ongoing for some time and likely due to the patient being overmedicated. Physician states they were able to get near 100% control of symptoms on left stn and patient is perfectly happy and they have therapeutic control of symptoms on right side. Physician discussed how they had performed mapping with the patient and patient could tolerate high amplitudes (up to 7.0v) and at some settings they saw no side effects and some settings they saw some side effects but ultimately patient was happy with programming. Physician indicated the best electrodes for therapy were 8 and 9 and possibly 10. All troubleshooting steps documented in the call were done prior to the call except for when the physician ran therapy impedance on the c-10 pair. It was reviewed for the rep to run group/therapy impedances and the programmed settings were as below. Left side: c-1 2.0v, 80 pw, 175 rate, 922 ohms, 2.181 ma right side: c-9 1.8v, 80 pw, 175 rate, high ohms, low ma, physician had run therapy impedance with c-8 (with similar amplitude, pw and rate) and continued to see high ohms and low ma. While on the call, caller ran therapy impedance with c-10 (with similar amplitude, pw and rate) and again saw high ohms, low ma. Physician did not have any historical impedance data. It was reviewed for the rep that high therapy impedance indicates value of over 4000 ohms and that this situation appears to be an anomaly if the electrode impedances are indeed in range. It was reviewed that increasing voltage on programmed settings and rerunning group impedance to get a more accurate measurement but at this point if patient is receiving benefit, the high impedances would actually increase battery life so they may want to leave programming as is. It was reviewed to monitor impedances and patient's therapy. The physician discussed possibly performing x-rays and referring patient to see someone else. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the high therapy impedance issue was first noticed on (B)(6) 2018. Rep also reported that the cause for the high impedances was that patient had an adaptor and therefore, the ins should have been configured to use 0-3 and 4-7 but instead the ins had 0-3 and 8-11 configured. Once this was changed to 0-3 and 4-7 , the impedances were normal. It was stated that all seemed to be well with the patient.